Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.